Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working on and power failure. A field service engineer (fse) found the machine down but was able to connect to remote support service. Each drawer was disconnected one by one until drawer 4.2 was identified with faulty drawer controllers. The fse replaced the drawer controller, and the machine successfully regained power and restored all functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not working due to a power failure. The customer confirmed that the device was rebooted, but it remained nonfunctional and the remote smart services (rss) connection was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.